Event description:
Reportedly, the estimated residual longevity displayed on the programmer was unexpectedly showing 11 months (minimum 7 months). The magnet rate was 96 min-1 and the battery impedance was 2.66 kohms. An estimation of the residual longevity was requested. Preliminary analysis results revealed that normal battery depletion occurred, based on available data.

Event description:
Reportedly, the estimated residual longevity displayed on the programmer was unexpectedly showing 11 months (minimum 7 months). The magnet rate was 96 min-1 and the battery impedance was 2.66 kohms. An estimation of the residual longevity was requested. Preliminary analysis results revealed that normal battery depletion occurred, based on available data.